Event description:
During the procedure, the hemostasis valve did not function as intended and an air leak was noted when flushing. The sheath was replaced to continue the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: a1, d9, g3, h2, h3 one 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.